Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted an episode of high threshold on the right ventricular lead and oversensing of non-sustained ventricular tachycardia episodes during the time the patient was undergoing surgery. The atrial lead also had an episode of high threshold at that time. Both leads remain in use. No patient complications have been reported as a result of this event.